Manufacturer narrative:
The complaint product has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by the patient that after 3/4 hours of wearing the lens, it broke inside the patient's eye. When trying to withdraw the lens a little piece of it stayed inside the eye and the patient ended up developing a corneal ulcer. The patient consulted an ophthalmologist and was prescribed moxifloxacin and oftacilox floxacin (however the patient could not remember the other drugs that she used). It is noted that the patient is perfectly cured and is wearing contact lens again. Additional information has been requested but not yet received.

Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. This report is for lot number a0428729. One unopened complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
Additional information received on 10/12/2016 stated that the patient recovered completely with no sequelae. No further information is available.